Event description:
Patient was revised due to instability; poly wear of the insert was found (right side).

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear and instability; however, polyethylene wear after approximately fifteen years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.